Manufacturer narrative:
The pod was received with the needle mechanism deployed and needle retracted. Pod download data showed that it completed first and second priming. After investigating needle mechanism, no issues were found that would result in the needle failing to deploy. It could not be determined when the needle got deployed. The cause of the reported failure of needle to deploy could not be determined.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.